Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a275, lot# 0210492298, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of a lead fracture was reported. The patient had frequent falls and was receiving reduced pain relief from the device. It was noted that the frequent falls were related to the patient's multiple sclerosis and did not occur prior to the reduced pain relief; the reduced pain relief was from the device. The patient was advised to have a revision of the leads. A surgical observation on (B)(6) 2017 found the lead was fractured. The lead was explanted and replaced. The device disposition was unknown. The event resulted in an in-patient hospitalization. The event resolved without sequelae. The event was related to the device or therapy and was also related to the implant procedure. The healthcare professional of the clinical study also reported that the patient suffered lead fracture as a result of the falls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the event was not related to the implant procedure.